Event description:
Product complication: none. Time of complication: during the procedure, start date 2005 and stop date two days later. Symptoms: unavailable at this time. Further investigation is being conducted, when/if additional info is obtained, a medwatch supplemental report may be filed. It was reported that during the procedure the pt developed asystolic arrest during the first balloon inflation. The pt was treated with atropine and IV fluids. Following the asystolic arrest, the pt experienced hypotension and was treated with fluids and phenylephrine drip. The pt's blood pressure was stabilized and the drip was discontinued in 2005. The pt was discharged the following day.